Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during an unrelated procedure; externalized conductors were noted on the lead. There were no reported anomalies that indicated lead failure. The lead was capped and replaced with a competitor lead on (B)(6) 2018. The patient was well post-discharged with no adverse consequences.